Event description:
It was reported that the patient was experiencing, phrenic nerve stimulation (pns) on the left ventricular (lv) lead. Reprogramming was attempted, however the pns continued. The lv lead was capped and replaced to resolve this event. The patient was stable.